Event description:
A malfunction was reported on the pump by the customer, but there were no notable events leading up to the issue. No adverse impact to the customer¿s blood glucose level was reported, as their levels did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support again if any issues arise.